Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with no battery installed. The insulin pump received with minor scratched lcd window. (B)(6).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer's legs gave out, she fell and hit her head. The customer went to the emergency room, where her head wounds were treated and said that it was a superficial wound. The customer was sent home. She passed away later that night. The caller stated that the customer had multiple medical problems. She had a very elevated blood pressure at the time of death. The caller stated that the customer's blood glucose levels were all over the place. The doctors felt that an autopsy was not necessary and the death was caused by multiple health issues. It is unknown if the customer was wearing the insulin pump at the time of death or not. The customer was not using sensors. The caller did not know the customer's blood glucose at the time of death. The device will not be return for analysis.

Manufacturer narrative:
The deceased customer's mother called in regards to a complaint letter she had received. Customer's mother indicates serious injury or hospitalization: no date of death: (B)(6) 2015. Diagnosis or official cause of death: cardio respiratory arrest/insulin dependent diabetes mellitus/hypertension/hypolipidemia. Where did the customer die: home and the customer was not hospitalized. Was there an event or illness that led to death: customer fell the prior her parting. When did the customer become ill or when did the event that led to death begin: customer fell (B)(6) 2015. Did the customer have any other diagnoses, such as diabetes complications: mother states the customer was having issues with her feet and back. What was the blood glucose at time of death: mother stated her sugars were really high. Document date and time of last bg recorded in meter or pump: mother does not know. Was the customer wearing pump at the time of death: mother does not know. How long was the customer off the pump before passing: mother does not know. Was customer off pump therapy due to illness or did the patient choose to not wear the pump: mother does not know. The customer's mother stated the customer only wear pump for a week. Was there another reason why the customer was off pump therapy: see below: mother does not know. Was the customer was not wearing the pump at the time of death or was the pump removed by emergency workers: mother does not know.